Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that non-sustained right ventricular oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.